Event description:
It was reported that the device applied clip 1 & 2 correctly, didn't apply a clip on the 3rd firing and applied a clip on the 4th firing crossing the tips. There was no consequence to the patient.